Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he was hospitalized for hyperglycemia with a blood glucose reading of 419 mg/dl. Prior to the event, the customer attempted to bolus, but his blood glucose levels remained high. The customer also got a no delivery alarm, but he did not change the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several motor error alarms in the history. The insulin pump passed the displacement. Nothing further was reported.